Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, the patient experienced wheezing, fatigue and discomfort, treatment was discontinued and the patient was switched to a different machine (not specified) to resume dialysis. It was also reported that the patient "gained weight instead of losing weight". No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.